Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 30mg/dl, 125mg/dl. Tests were done within 10 minutes with a difference of 84mg/dl. Patient did not experience any adverse events. No further information has been reported. Note - customer is not using control solution. Customer has been using meter and strip codes that do not match.